Event description:
The customer reported the ventilator oxygen source was switched from cylinder to wall source, the ventilator alarmed due to high oxygen supply and oxygen not available occurrences. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental if this type of event occurs during patient use. As the device was out of warranty, the customer contacted manufacturers product support (pse) who advised the customer to loosen the connection from the oxygen transport manifold to the oxygen inlet to relieve pressure. An oxygen manifold allows two oxygen cylinders and one wall oxygen supply line to be used as inputs to the ventilator. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. The customer reported he performed the advised step from the pse and the reported problem was resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.